Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7078483/7079223. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7078317. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 33133866. UDI: (B)(4). Correction to block h6.

Event description:
It was reported that during the holiday week, the patient was admitted to the hospital with a diagnosis of infection and dehiscence. Laboratory tests revealed an elevated white blood cell count, and an MRI confirmed the presence of an infection in the muscle tissue. The infection originated in the back muscles and subsequently spread to the implantable pulse generator (ipg). Physician does not feel the infection was related to the spinal cord stimulation (scs) device. As a result, the patient underwent a procedure to remove the scs system. Cultures were taken to identify the most appropriate antibiotics for treatment. Culture results were not provided. The scs system was disposed of in accordance with the physicians' instructions.

Event description:
It was reported that the patient was having a lot of pain and was admitted to the hospital with a diagnosis of infection and dehiscence. Laboratory tests revealed an elevated white blood cell count, and a magnetic resonance imaging (MRI) confirmed the presence of an infection in the muscle tissue. The infection originated in the back muscles and subsequently spread to the implantable pulse generator (ipg). The physician does not feel the infection was related to the spinal cord stimulation (scs) system. The patient underwent a scs explant procedure. The patient was administered antibiotics. The explanted device components were discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6); product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 33133866.